Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event in the past years. The device was used in treatment. As no samples were returned, a product evaluation could not be carried out. Dressings should be changed around every 3 days but in some cases may be left in place for 7 days. If the adhesive integrity is compromised due to prolonged wear, the surgical site may be susceptible to external contamination. A clinical investigation concluded: the data presented in the aged article, "prophylactic use of negative pressure wound therapy reduces surgical site infections in elective colorectal surgery: a prospective cohort study," did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause of the reported surgical site infection/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. As the product code is unknown, a review of the device labelling could not be carried out. The risk files for pico contain multiple causes for local infection. Without further information into the devices used or failure modes occurring, a thorough review cannot be carried out. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Internal complaint reference number: (B)(4).

Manufacturer narrative:
This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
*Literature case* "prophylactic use of negative pressure wound therapy reduces surgical site infections in elective colorectal surgery: a prospective cohort study.". Authors: pedro abadía, juan ocaña, diego ramos, juan d. Pina, irene moreno, juan c. García, gloria rodríguez, estela tobaruela, and javier die, from surgical infections 2020, . The authors of the study reported that one patient suffer a surgical site infection that was treated as follows if ssi was diagnosed before the seventh day, the dressing was removed and standard management of ssi was initiated.